Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information later received reported the patient had a wound exploration and tissue debridement and the wound reclosed. Per the reporter ¿ successfully healed¿. The infection issue has resolved per the healthcare provider. The pump now has dilaudid 2.5mg/ml running at 0.8mg/day.

Event description:
The patient was doing great post replacement surgery as far as the pain relief was concerned and was able to discontinue all of his oral pain medication including the oxycontin 20 mg four times per day. On (B)(6) 2014, the incision from the pump and catheter replacement procedure had wound dehiscence; it ¿opened a little bit¿. There was also an infection. The incision was not properly healing. The patient had been on cipro for 2 weeks because the bacteria cultured would respond to cipro. It was noted that the patient was on chemo drugs for his cancer and had 3 back surgeries, so his immune system was compromised; they thought this may have been the reason for the incision not properly healing, wound dehiscence, and infection. The plan was to go in and do exploratory surgery (B)(6) 2014 through the incision and ¿since the catheter will be exposed they may replace it depending on what they find when they do the exploratory surgery¿. The device system was delivering dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.